Event description:
The dentist reported a fractured screw. The implant was removed.

Manufacturer narrative:
The screw was not returned but the dentist sent a radiograph which confirms the screw fracture.

Manufacturer narrative:
The product associated with this complaint was not returned. No radiographs or photographs were provided. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. The a definitive root cause has not been determined.